Event description:
It was reported that a patient underwent a hip replacement procedure on (B)(6) 2014 and suture was used on the fascia. During the procedure, the suture tore down from the needle. Another suture was used to complete the procedure. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The representative samples were returned for evaluation. Visual inspection and needle pull test results meet the quality specified requirements.